Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at follow-up, noise was observed via review of egms. The lead was capped and replaced.